Event description:
A report that a patient's precision system explanted due to infection was received. A culture was performed and results were negative. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned, as they were discarded by the medical facility.